Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. Stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On (B)(6) 2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On (B)(6) 2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out. The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks. This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "physiological obstruction/ blocked by clots, etc". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. Stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On (B)(6) 2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On (B)(6) 2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out. The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks. This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.